Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery and motor position encoder alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioning properly. Pump received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 256 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to apple 2c computer. The customer reported motor position encoder alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.